Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient was not able to increase stimulation, programmer states settings not available. Electrodes impedances high 8,9,13,14. Programmed around the impedances patient has new programs that they can adjust. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 97745nt; serial# (B)(6). Product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt stated that since mid may, they have seen settings not available message on groups a and c between 4.5 - 6.2. Pt stated they tried group b, which they are able to control but, that does not give them pain relief. Pt stated when the controller is 'plugged in', it just says looking for device on group a (agent did not ask further about this as agent was having a hard time keeping the pt focused). Pt stated they have an upcoming hcp appointment on wednesday. The pt was redirected to hcp to further address settings not available. Additional information was received from the patient. Pt stated they were referred to the medtronic team. Pt was sent new device (hand held) and paddle charging device to replace faulty equipment. Not sure yet if issue is resolved. New device is working better but still some issue with charging. Additional information from the patient indicated that their device wouldn't charge. The patient was told there was an impedance issue, but the issue is resolved for now.